Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 98, 150, 168, 200 mg/dl. Tests were done within 10 mins with a difference of 32%. Pt did not experience any adverse events. No further info has been reported. Customer using the same finger f0r tests.